Event description:
Dental implant could not be placed. Thread without friction. Implant was removed. No new implant placed during the same surgical procedure.

Manufacturer narrative:
Dental implant could not be placed. Thread without friction. Implant was removed. No new implant placed during the same surgical procedure. Dentist should have consulted IFU to prevent this from happen. Product analysis concluded no product problem